Event description:
"Covidien reinforced staple re-load 60 was missing the suture on one side of the load causing the reinforcement to move, making it unsafe to use on the patient. This was noted by the scrub nurse, and the surgeon. More than one of these loads presented this way. Lot numbers on the loads were different lot# 1: n2h0572y, lot # 2: n2j0064y. Reported to manager, the vendor and materials service. Exactly which loads came from where I can't be sure. It is random loads, not specific lot, and it happens 1 out of 30 loads."